Event description:
It was reported that the physician was not happy with the model 5076 suture sleeve, as it was blunt and difficult to match vein access with the blunt end of the suture sleeve. The associated leads were implanted and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).